Event description:
Device returned to MFR for analysis. Hcp reported that device had failed to pump medication. Catheter tested and not occluded - no rotor study done. Hcp concluded that motor of pump had failed - elected to remove the device and did not reimplant as "pt did not need the therapy to that extent."